Manufacturer narrative:
Investigation result / conclusion: the device with model sb-0535fc was returned for evaluation. The lot number was 21k and supplementary information was 25. Device evaluation, the following were noted: the tissue pad was worn out, and it was partially peeled off. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. The record includes the following: process inspection sheet, quality inspection sheet, nonconforming product report. The IFU (instruction for use): the instruction manual contains the following descriptions, and it warns against this event. Drawing number and revision number of IFU: (B)(4). Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Conclusion summary: it can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peeled off. Olympus will continue to monitor complaints for this device.

Event description:
It was reported during a therapeutic laparoscopic colectomy procedure, about 40 minutes after the start of use, the device tissue pad came off during the output of the membrane treatment with no errors occurred. The device was replaced . The intended procedure was completed with a similar device . There was no patient harm, no user injury reported due to the event. The device was used with usg-400 (generator) and td-sb400 (transducer) output mode max 3/var 1 setting.

Manufacturer narrative:
Please see the update in section d4, UDI number.